Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse determined the most likely cause of the reported blank display was a component failure within the front panel assembly. The fse replaced the front panel assembly and the operational verification procedure for the device was performed. The device was returned to the customer having met manufacture specifications. The device/component evaluation will be included in a follow-up report once a final evaluation is completed.

Event description:
The customer reported a blank display on this ventilator device. The customer stated no known reported patient issues associated with this event. The customer requested a onsite vyaire service repair and evaluation of the device.